Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were unable to exit the load reservoir process. Customer's blood glucose value was 199 mg/dl at the time of the incident. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and recommended customer refer to backup plan per healthcare professional instructions. Insulin pump will be returned device for analysis.

Manufacturer narrative:
Device seated at the beginning of the displacement test due stuck motor slider caused by foreign debris and dried insulin inside reservoir compartment. Unable to verify prime anomaly or perform seating, basic occlusion test, occlusion test, force sensor test and displacement test due to dried insulin.